Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that multiple cs 054-0001 call service alarms were recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple cs 054 call service alarms. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage was found. Unrelated to the complaint, the display screen appeared dim and discolored.